Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient's system controller log file was submitted to the manufacturer's technical services representative for review. The data showed a pump stoppage occurred on (B)(6) 2016 at which time there was also an increase in pump power. The patient was asymptomatic but was admitted for evaluation. Unspecified tests were performed and were reported to be negative. There were no signs or symptoms of thrombus. The patient was provided with an ungrounded patient cable to use with the power module and no further occurrences of pump stoppage have been reported.

Manufacturer narrative:
The report of a pump stoppage event and a corresponding elevation in pump power value due to a high current event was confirmed based on the evaluation of the submitted log file; however, the root cause could not be conclusively determined through this evaluation. The patient remains ongoing on pump support and no further occurrence of pump stoppage has been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received on 07/26/2016 from the hospital personnel stating that the patient has been discharged and no further pump stoppage events have occurred. The patient remains ongoing using a regular patient cable.